Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery remaining in this device has decreased to 4% remaining after greater than five years of implant time. There is a concern for premature battery depletion. The device was explanted and replaced. There were no additional adverse patient effects.